Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device tore between the distal ring and the iris valve. The case was completed with another device of the same product code. There was no patient consequence.